Event description:
On bd insyte autoguard IV catheters, needle is not retracting as it should. It either goes extremely slow or does not retract at all. This is happening on all catheters in the 2 cases (400 catheters) that we have on hand. Ref report: mw5162922.